Event description:
It was reported that subsequent to the implant of a protegen sling, the patient suffered injuries and the device was removed. The device was not returned for evaluation.

Event description:
The pt reported the sling eroded into the bladder, sphincter nuscle, urethra, and vaginal wall. In addition to the sling explant, she had add'l procedures performed. On 2/25/99 she had reconstruction of the urethra, and rectum and vaginal fistula repair on 6/4/99.